Event description:
A nurse reported that, during vitrectomy two ophthalmic forceps tip did not move smoothly. The surgery was completed on the same day with another forceps from the same batch and there was no patient harm. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).